Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Concomitant medical products: unknown humeral bearing; unknown humeral stem; unknown humeral tray; unknown glenoid baseplate. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01774.

Event description:
It has been reported that approximately 3 months post implantation, the patient has had complaints of pain and alignment issues of the devices in the r shoulder. The patient indicates that the shoulder seems to pop out, and surgeon tells him that devices are coming out of alignment. There has been suggestion of surgical intervention, but none to date. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device product code: phx. Unique identifier (UDI) #: (B)(4). Concomitant medical products: ep-115396, humeral bearing, lot 363540, 113635, humeral stem, lot 547560, 010000589, baseplate, lot 529210, 115396, central screw, lot 919930, 180553, screw, lot 028250, 180553, screw, lot 466920, 180551, screw, lot 807940, 180550, screw, lot 339100. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported through patient's operative reports that the patient experienced subluxation approximately thirteen days post-implantation. The patient was treated with home therapy exercises. Further, approximately four months post-implantation the patient had three episodes of subluxation and was prescribed at home exercise therapy.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
From additional information received, the patient underwent a revision procedure approximately nine months post initial-implantation.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through patient's medical records. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.